Event description:
On (B)(6) 2012, the patient went to emergency department of the hospital reporting some syncope episodes in the last 3 days.

Manufacturer narrative:
Ous MDR - it is assumed that the lead was capped and remained in the patient. The manufacturing process for this pacemaker and the associated lead was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The analysis did not reveal any sign of a device malfunction.